Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log file downloaded from the returned system controller (serial number: (B)(6)); however, the alarm was not reproduced during testing. The log file contained approximately 3.5 days of data (04apr2020 ¿ 07apr2020 per the timestamp). The log file captured backup battery fault alarms due to load test failures from (B)(6) 2020 at 20:05:42 until the last event in the log file (captured at (B)(6) 2020 at 17:40:53). The alarm briefly cleared on (B)(6) 2020 from 20:07:38 to 20:07:40 when an additional load test was being performed; however, the alarm activated again due to the load test failing. The backup battery failed the load tests due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The driveline was disconnected on 07apr2020 at 17:40:25 to exchange the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the alarms resolved after exchanging the system controller. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the controller passed each time without issue. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a backup battery fault alarm. The backup battery was replaced and patient was sent home. The following day, patient called that on the same controller with the new battery had the same alarm. Vad coordinator performed a controller exchange. Additional information states that all alarms were resolved after controller exchange.